Event description:
Faxed letter received from attorney alleging injury. No device information available. Undetermined injury alleged.

Manufacturer narrative:
Initial (B)(4) issued mfg report #1525712-2012-00269 for an unknown product. Additional information has been received stating that the product is a 9805p hydraulic lift the serial number is still unknown. The home health nurse was transporting the consumer from a chair to the bed when a bolt on the lift allegedly broke. The home health nurse allegedly sustained an unspecified injury to her right arm and shoulder, no information on how the injury happened was noted. Corrections have been made for the title, on the report initial information tab and the brand name, common device name, type of device and model # on the suspect medical device tab (d tab). No information was received from the users attorney on this incident. The device involved in the incident, model # or serial number/date code are all unknown, as well as any possible injury to the user. In order to submit this report, a power chair was used as the device. This is an unknown fact. No RMA has been initiated for this issue. Model unknown, serial number/date code unknown. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumer is a female whose age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
No information was received from the users attorney on this incident. The device involved in the incident, model # or serial number/date code are all unknown, as well as any possible injury to the user. In order to submit this report, a power chair was used as the device. This is an unknown fact. No RMA has been initiated for this issue. Model unknown, serial number/date code unknown. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumer is a female whose age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Faxed letter received from attorney alleging injury. No device information available. Undetermined injury alleged.